Event description:
It was reported that within one day post implant, the left ventricular lead dislodged. It was noted that too much slack was left in the lead during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3058 interstim urinary mgu implantable pulse generator (ipg) 2012 (B)(6); dtba1d4 implantable cardioverter defibrillator (ICD) 2013 (B)(6); 6935m implantable tachy lead 2013 (B)(6); 5086mri implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.